Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event while at the store and lost consciousness. Security guard found her and gave her some juice and called paramedics. Paramedics measured patient¿s bg at 30 mg/dl and administered gel to patient. Patient was not transported to the hospital and at the time of her call to dexcom technical support, patient was feeling better. Patient reported that cgm receiver¿s audible alerts ceased to function a few weeks back but patient failed to contact dexcom technical support. While on the phone with dexcom technical support, audible and vibratory alerts were triggered and only the vibratory alerts were heard. Dexcom has provided a replacement receiver to patient.